Manufacturer narrative:
Unit received with intermittent buttons due to light moisture damage to keypad traces. No button error alarms noted. Unit received with broken battery tube threads. Unit received with minor scratches on lcd window.

Event description:
Customer called to report that the insulin pump alarmed button error. Customer's blood glucose level was not included in the report. Product is being replaced.